Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic ectopic procedure, pnuemo was lost through the seal of the trocar which was being used as the port for the camera access. A new trocar was opened and the case continued. There were no adverse consequences for the patient.